Event description:
It was reported that an ilet user experienced persistent high blood glucose reaching 400 mg/dl with on-device indications of paused or stopped dosing due to unresolved delivery-related alerts, including occlusion and out-of-insulin conditions, and required guidance to complete a full supply change and resolve alerts. Symptoms included hyperglycemia with sensor and fingerstick readings indicating ¿high,¿ and the user reported fatigue. Outcomes included no reported health consequences or lasting impact. Investigation included review and analysis of user-provided reports and engineering logs, and direct communication with the user. Investigation of this case revealed no device malfunction, a usage problem, and improper procedure, with the device component not applicable to a specific sub-assembly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.